Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirts out in the reservoir compartment. Customer was assisted with troubleshooting. They also reported that the insulin pump was passed in self test. Customer was advised to change the set and reservoir. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be return for further analysis.